Event description:
It was reported that during reprogramming for ventricular capture threshold measurement, the device could no longer be interrogated. The device was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).